Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) cuff at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device, revealed no damage or irregularities that would affect the functionality of the device. Analysis of the cuff identified the component performed within specifications. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of incorrect size.

Event description:
It was reported that, during the implant of this \artificial urinary sphincter (aus), the urethra measurement was 4.0cm therefore it was decided to use 4.0cm cuff but it was too small. The patient was measured with the same result; the physician tried to dissect some more and then checked the measurement. Implant of the cuff was attempted again and it was still too small. Another 4.0 cm cuff was opened, and it fit better. The procedure was completed successfully with no patient complications. The physician suspects that the component labelling was incorrect.

Event description:
It was reported that during an artificial urinary sphincter (aus) implant procedure, the urethra measurement was 4.0cm therefore it was decided to use 4.0cm cuff. The component was opened and tried to implant but it was too small. The patient was re-measured and got same number, therefore the physician tried to dissect some more and then remeasured again. After that, the cuff was tried to be implanted again and it was still too small. Another 4.0 cm cuff was opened, and it fit better. The procedure was completed successfully with no patient complications. The physician suspects that the component labelling was incorrect.